Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was experiencing high blood glucose of 400, 500 and 550 mg/dl but indicated that it may be due to steroid shots. Customer declined troubleshooting for her high blood glucose. Customer has been advised by her doctor to check herself every two hours. Customer requested an accessory for her insulin pump also.